Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: method of use-posology ¿ juvéderm¿ voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported that a syringe of juvéderm¿ voluma¿ with lidocaine cracked when changing the needle. As the healthcare professional twisted the syringe cracked "making the needle loose." There was patient contact. No injury occurred. Packaged needle was used.